Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used? Citation: female pelvic medicine and reconstructive surgery 2014;20(3):180-183. Doi: 10.1097/spv.0000000000000033.

Event description:
It was reported in journal article ¿vesicosacrofistulization after robotically assisted laparoscopic sacrocolpopexy¿ that a patient underwent robotic supracervical hysterectomy with sacrocolpopexy on an unknown date and sling was placed. Postoperatively, the patient experienced recurrent urinary tract infections and by 3 months postoperatively, fevers and leg and back pain had developed. Computed tomography (CT) demonstrated l5-s1 spondylodiskitis and vertebral osteomyelitis. The patient was administered 3.5 weeks of intravenous antibiotic therapy for suspected mesh infection and further evaluation revealed a fistulous tract to the sacrum with possible bladder involvement. Cystourethroscopy revealed mesh and gore-tex suture erosion along the posterior bladder wall superior to the interureteric ridge. The patient underwent surgical procedure for mesh excision and vertebral debridement. The patient underwent sacrocolpopexy mesh removal,l5-s1 debridement, antibiotic treatment, and physical therapy. One year after this repair surgery, the patient returned to usual activities with no current symptoms of infection, prolapse, urinary incontinence, or back pain. Additional information has been requested.